Event description:
Reporter alleged blood glucose measured 210 mg/dl on the customers' meter compared to the doctors' measurement of 110 mg/dl, when tests were performed less than 10 minutes apart. No actions were taken or treatment resulted was reported. A request was made for the return of the suspect device and replacement product was sent.